Event description:
Rotaflow centrifugal pump system (rfc 20-970) while in recirculating mode of patient. The rotaflow went into over speed condition and stopped. The case was completed using an alternate system. No patient impact.